Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 17 june 2025 a 27mm navitor vision valve was selected for implant. The valve was implanted. The following day the patient experienced a stroke. The patient had right side neglect and weakness, however the patient had some right side neglect and weakness at baseline. It was unknown how much of the symptoms were related to the stroke and was the patient's baseline. The patient was provided therapy and was reportedly in better condition with improved speech. The patient was discharged on (B)(6) 2025.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant. The valve was implanted. The following day the patient experienced a stroke. The patient had right side neglect and weakness; however, the patient had some right-side neglect and weakness at baseline. It was unknown how much of the symptoms were related to the stroke and was the patient's baseline. The patient was provided therapy and was reportedly in better condition with improved speech. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
An event of stroke and movement disorder following day of navitor valve implant. Field indicated that the patient had some right-side neglect and weakness at baseline. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported stroke and movement disorder could not be determined. The reported unexpected medical intervention was a result of therapy provided to the patient; the patient was reportedly in better condition with improved speech. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.